Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter noted that there was moisture/corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and were able to fit. Moisture corrosion was found on the display screen inside the pump. A leak test failed due to a display lens leak. The pump powered up to a fully illuminated and clear display. The pump cover was removed to find further moisture ingress to the internal components. The cloudy display complaint was unable to be duplicated.